Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received from the edwards lifesciences japanese affiliate. Sections a2, a3, a4, b1, b4, b5, b7, g3, g6, h2, h6: device code have been updated.

Event description:
Additional information received indicating that the vessel was pre-dilated prior to the esheath+ being inserted with resistance observed during the insertion. The insertion angle was not steep, and no damage was noted on the esheath+.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Patient screening imaging was provided and revealed tortuosity, calcification, and undersized regions are present in the access vessel (right side). The 14 esheath+ is indicted for vessel diameters of greater than or equal to 5.5mm. In this case, the complaint of difficulty introducing the esheath+ was unable to be confirmed. Investigation results suggest that patient factors (calcification, tortuosity, vessel size) may have contributed to the difficulty to introduce the sheath as all factors were present in the patient's vasculature per response from the field, "mld: 3.5mm, the accessed vessel: severe calcification with mild tortuosity". All factors likely contributed to a challenging pathway for sheath introduction, including physical obstacles and induced stress on shaft. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a right-side transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, dissection of the right common iliac artery occurred while inserting the esheath+ with some resistance. A stent graft was implanted and the tavr was successfully completed.